Manufacturer narrative:
Customer¿s calibration and quality control were not provided. Based on the available information, a general reagent issue can be excluded. The investigation determined to the differences of the ft3 values generated with the different analyzers; assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii assay results for one patient from the cobas 8000 e 602 module, serial number (B)(4). The customer reported out the results to a physician who asked for re-measurement of the sample. Sample from the patient was submitted for investigation and was tested on a cobas 8000 e 602 module. The patient¿s sample was also outsourced and tested on an architect analyzer and a centaur analyzer. Refer to the attachment to the medwatch for all patient data. This medwatch is for ft3. Refer to the medwatch with a1 patient identifier pt-44372 for the tsh assay and a1 patient identifier (B)(4) for the ft4 assay.